Event description:
This lead was explanted due to noise and inappropriate shocks. The patient received 10 inappropriate shocks but was non-compliant with home monitoring otherwise the lead noise would have been detected 10 days prior to those shocks on hm. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. In between an approx. 3.5 cm segment of the lead body was missing. Multiple signs of wear along the lead fragments were noted. In particular on the distal lead fragment, near the shock coil, the insulation was rubbed through. This damage can be considered as the root cause of the noise which led to shock delivery as reported in the complaint text. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally cuts in the insulation were observed. Blood penetrated the lead in these areas. The shock coil was deformed and the conductor cables to the shock coil and to the ring electrode were found pulled out of the lead body. These findings most likely occurred due to mechanical forces applied during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.